Event description:
My CPAP machine was recalled by philips. Eventually I was sent a new machine, this time a bipap machine directly from philips. My dme company has billed my insurance (B)(6)deductible for rental on this machine, saying I owe them (B)(6) per month for it. I spoke directly with philips who stated that it was a replacement machine for a defective, paid for machine and no charges were incurred. My dmo was not charged for the replacement and they should not charge me. The dmo/insurance company both refuse to address this issue and dmo is threatening suit for payment. I have heard of this happening to many (B)(6) patients. FDA safety report ID# (B)(4).